Manufacturer narrative:
The customer¿s concerns that the lvp failed to alarm when the clinician observed air in line in the IV line was not confirmed in the logs or replicated during testing. Testing performed on the returned lvp¿s found the air in line detection system functioning as expected. The pcu event log could not determine air present in the IV line, however the pcu event log confirmed an incident where the source lvp alarmed for ¿accumulated air. With the device set to the 250 l single air bolus alarm limit and ¿accumulated air¿ enabled, the worst case bubble size that could pass through the ail sensor without triggering an alarm could be as large as 1.67 inches in length. It is possible the clinician observed smaller air boluses which passed the ail sensor and did not trigger an ail alarm, however as the smaller boluses reached the accumulated ail threshold of the source lvp and triggered an alarm for accumulated air. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported that the device failed to alarm when the clinician noted air in line when infusing an unspecified fluids. There was no report of patient harm. The event was reported to the biomed department approximately 2 weeks ago. Although requested there are no further details provided.